Event description:
This unsolicited case from united states was received on 14-dec-2017 from a non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and after unknown latency blood pressure increased "went crazy and remains out of control", limp, swollen red knee, intense pain, swollen red knee; also, device malfunction was identified for the reported lot number. The patient received first round of injections with the series of 3 synvisc injections. No medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, frequency and indication: not reported; batch/lot number: 7rsl021 and expiry date: unknown) into unspecified location. On unknown dates, after unknown latencies, the patient experienced intense pain for 3 days, a swollen red knee, a limp for 1 week, and blood pressure increased "went crazy and remained out of control." Corrective treatment: not reported for all the events. Outcome: recovered for limp and intense pain; unknown for rest of the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficluty, right knee swelling, joint warmth and right knee pain. A temporal relationship cannot be established with the product administration due to lack of information regarding event onset dates and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 14-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day had inability to walk, blood pressure increased "went crazy and remains out of control"/elevated blood pressure, swollen red knee/red, intense pain/pain, swollen red knee/swelling; after unknown latency had limp. Also, device malfunction was identified for the reported lot number. The patient received first round of injections with the series of 3 synvisc injections. Patient had previous right knee replacement and high blood pressure. Patient had allergy to penicillin. Concomitant medication include lisinopril for hypertension. On (B)(6) 2017, at 14:30, the patient received treatment with intra-articular synvisc one injection, one dosage form once (batch/lot number: 7rsl021 and expiry date: unknown) into unspecified location for knee osteoarthritis. On the same day, patient reported 1-2 weeks of pain, swelling, inability to walk, elevated blood pressure. It was reported that first three days were unbearable. Patient was red but no fever. Patient experienced intense pain for 3 days, a swollen red knee, and blood pressure increased "went crazy and remained out of control." On an unknown date in 2017, latency unknown, patient was a limp for 1 week. On (B)(6) 2017, patient recovered from the events. Corrective treatment: not reported for all the events. Outcome: recovered for all events. Reporter causality description: yes for red, swollen and painful knee a global pharmaceutical technical complaint was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 14-dec-2017 and 04-jan-2018 (both processed together with the clock start date of 14-dec-2017). The global ptc number was added. Text amended accordingly. Additional information was received on 30-jan-2018 from other health care professional. Verbatim was updated for the events of blood pressure increased "went crazy and remains out of control" to blood pressure increased "went crazy and remains out of control"/elevated blood pressure; swollen red knee to swollen red knee/red; intense pain to intense pain/pain; swollen red knee to swollen red knee/swelling. Event of inability to walk was added along with its details. Patient details updated. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018:the follow received does not change the previous assessment of the case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficluty, right knee swelling, joint warmth and right knee pain. A temporal relationship cannot be established with the product administration due to lack of information regarding event onset dates and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.